Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded, and there was blood in the balloon, inflation lumen (outer shaft), wire lumen (inner shaft) and fluid in the balloon. The tip, balloon, markerbands, and inner/outer shafts were microscopically, tactile and visually inspected. Inspection revealed (outer) shaft damage (burst) that was located 36 mm from the tip and the shaft material in the burst area was stretched. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 25jul2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another 4.0mm x 15mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hole in the shaft.